Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed no delivery alarm several times due to a bent cannula and kinked infusion set lines. The customer¿s blood glucose level was 164 mg/dl at the time of the incident. The customer also reported a bolus anomaly where they ended up giving 14.2 units instead of 12.1 units. Troubleshooting was not completed. The insulin pump will not be returned for analysis.